Event description:
Complainant alleged that while analyzing the heart rhythm of a male pt (age unk) the device gave a "no shock advised" prompt for what clinicians believed was a shockable heart rhythm. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product and this complaint is still under investigation.